Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient underwent mesh removal surgeries on (B)(6) 2006 and (B)(6) 2012, due to mesh erosion through vaginal wall and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent endometrial ablation and endometrial biopsy.

Event description:
It was reported that the patient concurrently underwent endometrial ablation and endometrial biopsy.